Manufacturer narrative:
Follow-up # 1 date of submission 9/22/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/25/2016 with the following findings: the pump powered on with auditory and vibration alerts to a blank screen. The attempt to download the pump history and black box was unsuccessful due to internal moisture damage. During visual inspection of the pump, it was observed that the battery compartment was cracked but there was no moisture observed in the compartment. The pump was opened and there was evidence of moisture found on the main printed circuit board (pcb). Unrelated to the initial complaint, it was observed that the pump casing was cracked between the display lens and the keypad. Also unrelated to the initial complaint, it was observed that the display screen was dim and discolored and the audio bolus button had a hole at the top. The initial "no power" complaint was unable to be adequately investigated due to an inability to run the 24 hour basal program. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.